Manufacturer narrative:
Correction made to d3 manufacture name, manufacture address, manufacturer city, manufacturer zip/postal code, manufacturer country, manufacturer email, g1 MFR site facility name, MFR site address 1, MFR site city, MFR site state, MFR site zip, MFR site country, MFR site phone, h6 evaluation conclusion code.

Event description:
It was reported that during a holium laser enucleation of the prostate procedure, the fiber broke outside the patient and it burnt the hand of the physician. The fiber was discarded and another one was used to complete the procedure.

Event description:
It was reported that during a holium laser enucleation of the prostate procedure, the fiber broke outside the patient and it burnt the hand of the physician. The fiber was discarded and another one was used to complete the procedure.